Manufacturer narrative:
(B)(4). The analysis results found that two tr45g reloads were received in good visual condition. Reload (a) was received fully fired; reload (b) was received fully loaded with staples. The returned reload (b) was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the staples did not change completely to the "b" shape. It was not reported how the procedure was completed. There were no adverse consequences to the patient.